Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "fluid spill during post op" on their orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report "fluid spill during post op" on their orthopat machine. No donor or operator injury was reported. The device has not been returned for evaluation. A follow up report is required when the device has been returned. (B)(4).